Event description:
Updated on 02/01/2023, it was reported by a distributor via (B)(4) that an ar-12990 knee scorpion's tip was broken during a meniscal root repair surgery by dr. (B)(6). Refer to photos attached. The broken piece was removed and the surgery was completed successfully by using the hospital's reusable suture lasso. There was no patient harm reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear of the device. Instrument manufacturing date: september 20, 2019. The complaint allegation was confirmed based on the customer's attached picture that displays the instrument with the top jaw broken off.